Event description:
Received electronic report of a dialysis pt undergoing dialysis who coded and died. The reporting rn was contacted and add'l info was received. According to rn, the pt is "very sick". The pt was cannulated and the dialysis treatment started and within 15 min. The system clotted. A new setup was placed on the machine and dialysis resumed. And within 5 minutes that treatment system clotted. A new treatment system was set up and dialysis resumed. About 1 hr later the system clotted agian. The dialysis treatment was discontinued at 0940, and the needles were pulled. The md was notified and the pt was to be sent to the hosp for a clotted access and a perm cath placement. The pt bled from the access for 2 hrs. The md was notified and 30 mg protamine sulfate was given by rn into the pt's graft at 1140 per order. The rn reported the pt arrested after protamine sulfate admin. After the med was given the pt reported her back itched. Rn noted the pt was restless. The pt sat back in chair, bp 160/85, hr 120, then her eyes rolled back and mouth was drooping. The pt did respond at that time but nodded out again. Bp 160/85 hr 120. The pt responded she was ok. At 1200 eyes rolled back, mouth drooped. Pt was placed on floor, 02 @ 5l was given by face mask. Staff attempted to start IV, then a fisula needle was placed but infiltrated. 911 called and CPR started. The pt regained pulse then lost pulse. CPR continued. 911 started IV and intubated pt and out of unit to ER at 1235. It was reported pt died in dialysis unit. No sample is available.